Manufacturer narrative:
The device was returned with the delivery pusher, introducer, dispenser coil, and implant. The strain relief located on the distal heater coil section was noted to have burn marks. The implant was noted to be kinked in two (2) locations. The monofilament within the pusher, when exposed, demonstrated the presence of a stretched tail. The implant stretch resistance monofilament appeared to have detached at the tie knot section. Based on the investigation, the complaint could be confirmed, as the implant coil was found detached from the pusher. Evidence of burn marks could indicate that an attempt was made to detach the coil with the controller prior to withdrawing the coil, which could have resulted in a partial detachment. The monofilament was found stretched and broken in a manner that indicated the device was subjected to excessive tensile force prior to detaching.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil did not advance in the aneurysm. During removal, the coil unexpectedly detached. The coil was successfully removed with a snare device. Both segments of the coil were removed along with the microcatheter. There was no reported patient injury. The patient is reported to be fine.